Event description:
Customer reported via phone call to have low blood glucose of 46 mg/dl which was treated with three glucose tablets. Customer will call back to troubleshoot for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.